Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keys would not respond during bolus delivery. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 6.4 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.